Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2011 from a female consumer (age unspecified) reporting on self from canada. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b tampons procomfort super, vaginally for menstruation (lot number, expiration date, dose and frequency unspecified). After an unspecified duration, she noticed that the tampon material released out of the tampons and got stuck in the body. The action taken with the device and the outcome of the event were unknown. The report was assessed as non-serious event and the company causality was assessed as possible. No sample was received and no lot number was provided. A review of the data associated with these complaint categories revealed no adverse trends. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.